Event description:
Dealer alleges that the tilt switch cover caught fire after the end user had hand on the tilt toggle switch too long. No injury or property damage reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Unit is being returned for evaluation. Upon completion of our evaluation, a follow-up report will be submitted.